Event description:
It was further reported that the patient not being started on anticoagulation medicine post initial implant on (B)(6) 2025 may have contributed to their death. It was also reported that the patient was found to have right middle cerebral artery (r-mca) occlusion. Additional notes were provided about the patient's thrombectomy that revealed the patient had right ica, mca, pca and aca clots, multiple medium-sized clots removed on the stent retriever passes. Around 05:00, the patient had significant neurological changes and proceeded to withdraw to pain on the right upper and lower extremities, with no movement on the left side, left side gaze deviation, alongside no gag or cough reflex. The event was not considered to be device related.

Manufacturer narrative:
Section b3: date of event corrected. Manufacturer¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient, implanted on (B)(6) 2025 with the heartmate 3 (hm3) followed simple commands and moved all extremities until 1630 on (B)(6) 2025. A stroke alert was called for not following commands and being unresponsive to pain. Upon initial examination, the patient was unresponsive, not following commands. The patient was subsequently observed spontaneously moving their right side and following commands on the right (squeezing hand) however not on the left. Stat computed tomography (CT) of the head was performed, revealing middle cerebral artery (mca) occlusion. The patient was urgently taken to interventional radiology (ir) for a mechanical thrombectomy. Post-thrombectomy, the patient had a worsening of mental status and follow up CT revealed a very large hemispheric infarct with significant edema and midline shift. Significant discussions occurred regarding expected outcomes from the stroke and concern for worsening edema. The decision was made to pursue comfort measures only. Log files were submitted for review for any abnormities. The event log displayed (1) transient lower flow on (B)(6) 2025 at 2:40 am which seems to be physiological in nature where the low flow estimator dropped below 2.5 liters per minute (lpm). The lower flow was not sustained long enough (at least 10 seconds) to activate the audible alarm. The pump was seeing a reduction in blood volume. 101 pulsatility index (pi) events were captured in the event log. There were no other unusual events seen within the log files. The patient passed away following withdraw of life support and hm3 on (B)(6) 2025. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.